Event description:
Same case as: 3005188751-2011-00206, 3005188751-2011-00205, and 2030404-2011-00297. It was reported that during an atrial fibrillation ablation procedure a cardiac tamponade occurred. The physician accessed the left atria using an 8.5f agilis nxt and placed a live wire ep catheter in the coronary sinus. Geometry of the left atria was created with a 7f reflexion spiral x catheter. The reflexion spiral was removed from the patient and the therapy cool path ablation catheter was inserted through the 8.5f agilis sheath to perform the cardiac ablation. The anesthesiologist was infusing neo-synepherine during the procedure for hypotension. After approximately 45 minutes of performing a wide area circumferential ablation of the pulmonary veins, the patient's blood pressure continued to drop and isoproterenol was administered. The patient's blood pressure was unobtainable. Chest compressions were initiated and a pericardiocentesis was performed draining 400cc of saline fluid with a slight blood tinge from the pericardial space. The patient's status post-procedure was stable.

Manufacturer narrative:
One 7f livewire ep catheter was received for evaluation. No visible anomalies were observed. One 7f livewire ep catheter was received for evaluation. No visible anomalies were observed. Functional testing revealed that the catheter was able to deflect the correct shape when actuating the steering mechanism; no abnormal resistance was encountered. Electrical testing for electrical shorts opens and isolation was conducted and the catheter passed. Manipulation of the distal end of the catheter confirmed stable resistance values within the specification. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.